Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra (s3u) valve in the aortic position via transfemoral approach on the patient's right side, while attempting to advance the 26mm s3u on the commander delivery system through the 14f esheath+ the operator noticed some tension. As the operator panned the c-arm down it was noticed that the commander had buckled/ kinked through the expandable portion of the esheath in the right common iliac region. It was decided to remove the system as a unit and insert a new esheath+. After inserting the new esheath+ they performed an angiogram of the right common iliac artery. No perforation was demonstrated in the vessel. The operator decided to use a stiffer wire and some propofol to help guide the system through the esheath+ on the second attempt. The 2nd valve was delivered and the patient left in stable condition with no injuries noted. Additional information noted that there was also difficulty when inserting the esheath into the patient as their anatomy was tortuous and calcified. The vessel was pre-dilated 7-9mm. The delivery system and valve did not exit the tip of the esheath+, however the yellow nose cone of the balloon just made it pass the end of the esheath. The damage occurred during advancement of delivery system through the esheath+. There was difficulty removing the esheath+ and delivery system due to the non-smooth transition. There was also difficulty during insertion and advancement of the delivery system through the esheath+.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided device imagery was reviewed, revealing the following observations: delivery system punctured through liner, confirming the complaint event for resistance navigating the delivery system through the sheath and liner puncture. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was unable to be confirmed due to no returned device/applicable imagery. Available information suggests patient factors (tortuosity, calcification) likely contributed to the event as 'their anatomy was tortuous and calcified.' Vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath was confirmed based on the returned device imagery. Available information suggests patient factors (tortuosity, calcification) likely contributed to the event as 'their anatomy was tortuous and calcified.' Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The complaint for liner punctured was confirmed based on the returned device imagery. Available information suggests patient factors (tortuosity, calcification) likely contributed to the event as 'their anatomy was tortuous and calcified.' Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.